Event description:
It was reported that the patient experienced stimulation in the wrong location while stimulation was turned on or off. After the initial implant the patient's left side functioned well, but the doctor felt the right side electrode was too high. The right lead was replaced in (B)(6) and the patient initially got good results. In the past six weeks the patient experienced total on and off symptoms where he all of a sudden would lose control, and it was noted that the neurostimulator (ins) use % was 55% for one side and 46% for the other, with zero activations. The patient would experience intermittent stimulation, and would check the ins with his patient programmer, which would show that the device was on, however after checking the patient still felt off. It was unknown if the patient was using the ins on button or the check battery status button to check if the ins was on. It was reported that electrode pairs 0/1, 0/2, and 0/3 were above 2,000 ohms with a current of 11 microamps, and 1/3 and 2/3 with a current of 8 microamps, however it was later reported that impedances were within normal range. It was reported that the patient would experience therapy loss about a half hour after programming sessions, including one instance where the patient waited in the lobby after a session and started feeling off 15 minutes later. Reprogramming and troubleshooting did not solve the problem, and the hcp decided to explant the patient's neurostimulators and replace them. During the procedure it was noted that all connections appeared good (and were disconnected and re-connected to be sure) and no visible signs of damage to the leads or extensions were found. All impedances were within range. The patient was re-evaluated the next day and everything checked out ok. He was successfully reprogrammed and sent home. Refer to MFR. Rep. # 3004209178-2012-01782.

Event description:
Additional information received reported prior to replacement the devices were also palpated and x-rays were taken, but no issues were identified.

Manufacturer narrative:
(B)(4). Neurostimulator model 7426 (B)(4) implanted: 2011-(B)(6) explanted: 2012-(B)(6); lead model 3389s-40 lot# v671652 implanted: 2011-(B)(6) explanted: 2012-(B)(6); lead model 3389s-40 lot# v713591 implanted: 2011-(B)(6) explanted: na; lead model 3389s-40 lot# v777090 implanted: 2012-(B)(6) explanted: na; extension model 7482a40 (B)(4) implanted: 2011-(B)(6) explanted: na; extension model 7482a40 (B)(4) implanted: 2011-(B)(6) explanted: na; programmer model unknown serial# unknown.